Event description:
Patient reported suffering a heart attack, while taking a blood glucose reading (using the suspect device). Patient's family member found patient unconscious, and phoned emergency medical services, upon their arrival, patient's blood glucose measured 95 mg/dl, using paramedics' blood glucose monitor, and 226 mg/dl, on suspect device. Patient was transported to the hospital, and treated for low blood glucose (however, patient's family member stated that patient was given insulin at the hospital). Patient's family member alleged that low blood glucose contributed to patient's heart attack. Controls had not been run on the system, and the device was incorrectly coded at the time of the event. A request was made for the return of the suspect product and replacement product was shipped.